Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed in the colon on (B)(6), 2011. According to the complainant, during the procedure, the clip grasped tissue and was deployed, but it did not detach from the catheter. The physician removed the clip from the tissue without complications; however, it was reported that the clip fell into the patient. The clip was retrieved from the patient's colon and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10120101c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a bleed in the colon on (B)(6), 2011. According to the complainant, during the procedure, the clip grasped tissue and was deployed, but it did not detach from the catheter. The physician removed the clip from the tissue without complications; however, it was reported that the clip fell into the patient. The clip was retrieved from the patient's colon and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.